Event description:
It was reported that a pt was started on reopro at 15 ml/hr using the infusion pump while in the cath lab. Approx 1.5 hours later when the pt arrived in the cicu it was observed that most of the 250ml of solution had been delivered. When the pump door was opened it was noted that the tubing was "not on the track". The pt experienced a retroperitoneal bleed. No medical or surgical intervention was reported however it was reported that the pt's hospital stay was prolonged.